Event description:
It was initially reported that the patient was charging more than expected. It was noted that the patient¿s recharge interval of their implantable neurostimulator (ins) used to be 4 weeks but was now 2 weeks. The patient stated that ¿nothing has changed¿ and that they always used the ins therapy 24 hours a day/7 days a week. The device parameters were reported to be the same and no programming changes had been made. It was noted that the shortening of the recharging interval issue occurred gradually over the last 2 years. Additional information received reported on (B)(6) 2013 reported that the patient used 2 programs program 1: 2 anodes, 2 cathodes pulse width of 450, rate of 100, amplitude of 7.8.v, and therapy impedance of 256 ohms; program 2: 3 anodes, w 3 cathodes pulse width of 450, rated of 100, amplitude of 7.5 v, therapy impedance of 632 ohms. The cycling feature was set at 0.1 on and 0.1 off. Base on the current parameters, the length of time for the ins battery to go from full to empty was calculated to be 6 days. It was noted that the patient was recharging every 1.6 hours. The patient reported that the device therapy for their occipital stimulation was working well. When the patient was seen in (B)(6) 2012 [transcription reports (B)(6) 2011], it was reported that they were charging every 10 days. Review of the recharging statistics for the patient reported that it was observed that the manufacturer¿s representative saw ¿drops¿ and noted that the recharger unit shuts off (never reached 4.0). The rate parameter of the device was then adjusted down to 80 to help with the recharge interval. Follow up information received on (B)(6) 2013 determined the cause of the event as normal use with the recharge time interval appropriated for the patient¿s parameters. The patient was to be worked up for a replacement due to the dissatisfaction with the recharge interval. Additional information received on (B)(6) 2013 reported that the patient was charging 2 to 3 days ¿max¿. Based on longevity calculations for the patient using 2 programs, beginning of life (bol) was noted as 5.7 days and the end-of-life (eol) was 2.5 days. With the use of only program, the longevity calculation was 8.6 days for bol and 3.8 days for eol. The patient was to be scheduled for ins replacement. Follow up information received on (B)(6) 2013 confirmed that the patient¿s ins was replaced with 2 new inss. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Product ID 3777-45 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2013 (B)(6), product type extension product ID 37752 lot# serial# (B)(4), product type recharger. (B)(4).

Event description:
Follow up information reported that the patient was doing well. Ifadditional information is received, a follow up report will be sent.

Manufacturer narrative:
Analysis of neurostimulator model 37711 serial # (B)(4) showed no significant anomalies and was functionally okay (the device passed final functional testing) with good stable output seen on all electrode referenced. It was noted that the #8 grommet was loose.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information reported indicated that the ins (implantable neurostimulator) had been replaced for premature end of life.

Manufacturer narrative:
Upon further review the previously reported premature end of life battery should have the corresponding device codes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.